Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer knew that her blood glucose levels were dropping because her finger tips began tingling. The customer initially tested her blood glucose levels, and the reading was high, but she felt the effects of hypoglycemia. When she tested with her back up glucose meter, the reading was 40 points different. Advised the customer to have her glucose meter replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.